Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl and the continuous glucose monitor did not read "high," indicating no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.